Manufacturer narrative:
H.6 investigation summary: event description: it was reported that for some patient samples, staphylococcus aureus has been isolated on columbia with blood agar at high concentration (10e5 cfu/ml) but the same samples gave no growth on this lot 4023694 of columbia cna blood agar. Complaint history review: the complaint trends were reviewed, and two similar complaints were received for the same catalog number; however, a trend was not identified. No similar complaints were reported for the same lot number. Batch history record (bhr) review: the batch history record was reviewed. No deviations were registered from validated manufacturing processes. All qc release testing was satisfactory. Sample analysis: retain samples were analyzed for the growth promoting ability of the medium. Staphylococcus aureus atcc 25923 used for quality release testing of catalog number 254072 and recommended for user quality control of the medium was applied to medium of lot no. 4023694. In parallel the same strain was tested on columbia 5% sheep blood, catalog number 254005 and lot number 4058625. The growth of said organism was excellent after incubation for 18-24 hours at 35-37°c in co2 atmosphere on both catalog numbers. Neither return nor picture samples were provided by the customer for analysis. Evaluation results: at this stage of our investigation, systemic failures of the validated manufacturing processes can be excluded. Qc release testing of the affected lot was satisfactory. Analysis of the complaint history showed no trending or violation of action limits. The performance testing of the retainment samples was fully satisfactory. Investigation conclusion: based on the results of the investigation and the absence of samples or pictures, the complaint cannot be confirmed. All analysis done by the qc department yielded satisfactory results, further investigation was omitted. A definite root cause could not be found. However, bd will continue to monitor incoming complaints for similar failure types. We are sorry for the inconvenience.

Event description:
It was reported that for some patient samples when using bd bbl¿ columbia cna agar w/5% sheep blood // macconkey ii agar, staphylococcus aureus has been isolated on columbia with blood agar at high concentration but the same samples gave no growth on this lot of columbia cna blood agar. There was no health impact or consequences reported